Event description:
It was reported that the customer received a failed selftest alarm. Customer's blood glucose level at the time 6.6mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection.